Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 264 mg/dl. The customer reported that after changing insulin pump¿s battery, the insulin pump shut off without warning. The customer declined troubleshooting for high blood glucose level. The customer also reported that the insulin pump was working after replacing battery and declined troubleshooting for blank display. The insulin pump will not be returned for analysis.